Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device imagine was reviewed and noise was observed on the right atrial (ra) lead. No intervention was performed and the lead remains implanted. Patient was stable before, during and after the event and will continue to be monitored.

Event description:
New information received states that the patient presented via remote transmission, lead noise was noted on right atrial and right ventricular leads. Low, out of range pacing lead impedance was observed on the right atrial (ra) lead. The patient was seen in clinic for further evaluation. Upon interrogation, noise was reproduced with isometrics during in clinic testing. Additionally, the ventricular lead experiences low r waves with isometrics, that were being undersensed. Programming changes were made to address the ventricular undersensing. Lead revision was discussed. No patient symptoms were reported and the patient was stable.

Manufacturer narrative:
In initial report mentioned right atrial (ra) lead which should have been right ventricular (rv) lead and its corrected in follow up report.

Event description:
During follow-up, the device image was reviewed and noise was observed on the right ventricular (rv) lead. No intervention was performed and the lead remains implanted. Patient was stable before, during and after the event and will continue to be monitored.